Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ("the left coil has migrated and is now in the lining of my uterus") in a 42 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2015, the patient had essure inserted. On unknown date she experienced device expulsion (seriousness criterion intervention required), genital haemorrhage (", bleeding when I shouldnt be"), dysmenorrhoea ("in the last 2 years I have been dealing with painful and heavy periods"), heavy menstrual bleeding ("in the last 2 years I have been dealing with painful and heavy periods") and polymenorrhoea ("having multiple periods per month"). The patient was treated with surgery (on (B)(6) 2024 total hysterectomy is scheduled). At the time of the report, the device expulsion had not resolved. The outcomes for genital haemorrhage, dysmenorrhoea, heavy menstrual bleeding and polymenorrhoea were unknown. No causality assessment was received for essure with regard to dysmenorrhoea, heavy menstrual bleeding, genital haemorrhage, polymenorrhoea or device expulsion. The reporter commented: I was a recipient of the essure back in 2015. Ive had issues with my period since, but they were manageable. In the last 2 years I have been dealing with painful and heavy periods, bleeding when I shouldn't be, and having multiple periods per month. I went to a gynecologist on monday, (B)(6) and was told that the left coil has migrated and is now in the lining of my uterus. This has prompted a surgery date for (B)(6) 2024 to have a total hysterectomy. I am 42 years old and this will throw my body into chaos. What is your company prepared to do for those of us who are directly affected with the failure of essure? I am going to have to take time off work to have this surgery and be on hrt for the rest of my life. At 42, this is not what I expected. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-aug-2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ("the left coil has migrated and is now in the lining of my uterus") in a 42 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2015, the patient had essure inserted. On unknown date she experienced device expulsion (seriousness criterion intervention required), genital haemorrhage (", bleeding when I shouldnt be"), dysmenorrhoea ("in the last 2 years I have been dealing with painful and heavy periods"), heavy menstrual bleeding ("in the last 2 years I have been dealing with painful and heavy periods") and polymenorrhoea ("having multiple periods per month"). The patient was treated with surgery (on (B)(6) 2024 total hysterectomy is scheduled). At the time of the report, the device expulsion had not resolved. The outcomes for genital haemorrhage, dysmenorrhoea, heavy menstrual bleeding and polymenorrhoea were unknown. No causality assessment was received for essure with regard to dysmenorrhoea, heavy menstrual bleeding, genital haemorrhage, polymenorrhoea or device expulsion. The reporter commented: I was a recipient of the essure back in 2015. Ive had issues with my period since, but they were manageable. In the last 2 years I have been dealing with painful and heavy periods, bleeding when I shouldn't be, and having multiple periods per month. I went to a gynecologist on monday, aug 12 and was told that the left coil has migrated and is now in the lining of my uterus. This has prompted a surgery date for (B)(6) 2024 to have a total hysterectomy. I am 42 years old and this will throw my body into chaos. What is your company prepared to do for those of us who are directly affected with the failure of essure? I am going to have to take time off work to have this surgery and be on hrt for the rest of my life. At 42, this is not what I expected. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.